Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a prime and fill anomaly. She had the same issues with her previous insulin pump. The customer stopped using her insulin pump for a while. Customer's blood glucose level was not reported. The call was disconnected. The device was not returned.